Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services recommended to replace and return the device. Subsequently, this device was explanted and replaced successfully. No adverse patient effects were reported.